Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer. Boston scientific technical services (ts) was consulted and confirmed the device was compatible with the programmer. Troubleshooting was performed with the health care professional (hcp); however, the programmer was unable to read data from the device. Ts confirmed this device has 7.5 years left on the battery. Ts advised to contact a field representative for further assistance. No adverse patient effects were reported. At this time, this device remains in service.